Event description:
As reported, sheath was inserted into patient and then the device was in stereo over the wire into the sheath. As the device was inserted into the sheath the sheath was being backed out. The doctor stated that it did feel strange when inserting the device but he didn't realized the whole system was backing out until after he clicked them together. Well the sheath had backed out so far that it had passed our depth measurement so I said let's get a new device all together. So we got the new device prepped and started backing out the (first) sheath/device as one and somehow to foot plate had been released and was stuck in the tract as we tried to pull the device out. The wire had also been pulled back as we tried removing the device so the doctor held pressure while the team got ready for a cut down. Device was removed, footplate was inside the tract and the collagen was hanging outside of the access site. Additional information received stated that only one device was used, the second device was prepped but never used on patient.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was planned for closure in the left femoral artery. Ultrasound and micropuncture were utilized to gain a lower positioned access. The arteriotomy was 8mm, no calcification or tortuosity, with a depth measurement of 4.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. During inserting the manta device, the device inserted very easily, and no issues occurred while inserting the bypass tube through the hemostatic valve of the manta sheath. Once the manta closure aligned with the manta sheath hub, the audible click was heard, and the sheath had backed out past the depth measurement, to the 3cm depth. A new 18f manta was prepped, the physician proceeded to remove the first 18f manta device, however, the first 18f manta closure and sheath hub were clicked together but not deployed, the anchor had released, and the collagen was exposed. The physician began to remove the first device, the blue lock advancement tube was inside the tract resulting in the wire being pulled back. Immediately manual pressure was applied, and the patient was prepared for surgical intervention. During the surgical cut down, manta was explanted, the anchor was found inside the tract, and the collagen was hanging outside the access site. Afterwards the physician mentioned something felt different this time but failed to mention anything during the procedure and that it was probably his fault. The anchor should not have been released since the blue handle lever had not been clicked back.